Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9733752, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the flat emitter was replaced and the issue resolved. System is performing as intended. The emitter was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The flat emitter was tested and plugged into a known working system without issues. The lemo connector was functioning as expected and the pins were not bent. Emitter tracks as expected when plugged in. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the flat emitter was damaged. The lemo connector will not seat into the port fully. There are no issues with the side emitter. No patient was present at the time of the event.